Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed inappropriate automatic mode switch due to far r-wave oversensing on the implantable cardiac defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.